Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the capsule partially opened. Slight delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. There was a nitinol protrusion visible at the distal section of the capsule and at the capsule tip. There was yellow discoloration around the protrusion at the distal section of the capsule. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. On retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. There was slight damage to the distal end of the inner member shaft. The reported event for separation of components could not be confirmed in the analysis. The reported event for capsule cut/tear/hole could be confirmed in the analysis. Updated data: d9. H3. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-dilation was performed using a 24mm true dilation balloon. The case was a trans-axillary transcatheter aortic valve replacement (tax-tavr) via the right side of the body, with plaqued vessels. No 14 fr or 18 fr sheath was used - access was directly from the 12 fr to the 18 fr delivery catheter system (dcs), via a confida guidewire. The pressure on the nose cone was so great that it pushed into the capsule, damaging the capsule at the proximal end. The valve and dcs were removed and replaced. The guidewire was changed to a lunderquist, and the puncture site was widened. The replacement valve was successfully implanted. No adverse patient effects were reported.